Event description:
IV therapy nurse reported extension set leaking at the top of the maxplus connector at the valve blue septum. The septum is not stuck in and appears to be in the normal position. No patient harm or medical intervention required. No further event or patient information is available.

Manufacturer narrative:
(B)(4). The set has been received but the investigation is pending. A follow up report will be submitted once the investigation has been completed.